Manufacturer narrative:
A patient was admitted to ICU for pneumonia after alleging a burning smell was observed from their h4i device. The patient has had previous episodes of pneumonia, but it was alleged that the burning smell exacerbated the pneumonia. The patient was discharged from the hospital two days later and is currently doing well. The device in question has not been returned to resmed, however the dme did their own testing and was unable to duplicate a burning smell or any other abnormal odors. Resmed has made requests for the device to be returned so that an engineering investigation could be performed. As this has not occurred, resmed is unable to confirm the alleged malfunction or the possibility the device contributed to the patient's condition.

Event description:
It was reported to resmed a patient using a h4i humidifier was admitted to ICU for pneumonia.